Event description:
Litigation papers allege since surgical implant, patient has suffered symptoms including but not limited to pain and lack of mobility. It is further alleged, patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. It is also alleged, patient tested positive for elevated levels of chromium and cobalt poisoning. It is also alleged patient has had a revision surgery, physical therapy and other treatment.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.